Event description:
It was reported there was far field r-wave (ffrw) on atrial sensing noted on post atrial pacing and ffrw was observed on the device causing pacing to be lower than programmed. Re-programming was done by adjusting the sensitivity. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.